Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, bending angle did not meet specification, debris exiting from the biopsy channel, and bending section rubber adhesive detached, chipped, cracked, or burr. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing of the evis exera iii colonovideoscope, foreign debris was found exiting from the scope biopsy channel. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported issue was confirmed, however, the investigation was unable to identify the type of foreign material. The root cause of the event could not be determined. The event can be decreased and prevent by following the instructions for use which state: "·precleaning the endoscope and accessories - if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside immediately after each patient procedure. ·brush the channels - be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk. ·brush the instrument channel port." Olympus will continue to monitor field performance for this device.